Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.1mm vicm5_12.1 implantable collamer lens, -12.00 diopter, into the patient's right eye (od), and the lens tore during delivery. There was no patient contact or injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was due to user error but it was unknown if the device failed to perform as intended.